Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed on (B)(6) 2012, sensor wire was left behind in patient's body upon removal of the sensor. Patient reported that the site occasionally feels uncomfortable and sometimes with a burning and prickling feeling. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.